Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4) , complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when introducing the device into the patient, the dilator would not fit in the sheath. The user removed the device and used another to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During investigation, visual examination noted the distal end of the sheath was torn.